Event description:
The customer reported that the 840 ventilator had a blank display. Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap locations of the liquid crystal display (lcd) panels and backlight inverters. If failure persists, replaced the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).